Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported high blood glucose (bg) level of 536mg/dl. No actions were taken to address high bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.